Event description:
It was reported to philips that during transfer from the table to the gurney, the mattress slipped and the patient fell. The report indicated that an injury occurred; however, no further details regarding the alleged injury have been provided to date. An investigation into this complaint has been initiated by philips.